Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display screen issue. This report is made based on results of investigation completed on 11/14/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the pump was returned with a cracked battery compartment. The display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to these issues, the pump¿s history showed evidence of multiple replace and low battery alarms associated with partially discharged batteries being installed multiple times. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.